Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2025 a 29mm navitor vision valve was selected for implant using a large flexnav delivery system. The patient was in sinus rhythm. The diameter of the patient's annulus was 85.6mm. No pre-balloon aortic valvuloplasty (bav) was performed due to minimal annular calcification. Initial deployment of the valve at 80% was too high in depth. The valve was re-sheathed in the ascending aorta for re-deployment. The valve was implanted with a final implant depth was 5mm from the non-coronary cusp (ncc). Post-implant a mild-moderate perivalvular leak (pvl) was noted. A post-bav was performed with a 25mm non-abbott balloon. Post-bav the patient went into heart block. The temporary pacemaker was left in, and the patient was monitored overnight. The following day a permanent pacemaker was implanted. The patient status was stable.

Manufacturer narrative:
An event of the perivalvular leak (pvl) and complete heart block was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the available information, the exact cause of the reported pvl and complete heart block could not be conclusively determined. The reported hospitalization, surgical and unexpected medical intervention were results of case-specific circumstances as temporary pacemaker was left in overnight and a permanent pacemaker was implanted the following day. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported on (B)(6) 2025 a 29mm navitor vision valve was selected for implant using a large flexnav delivery system. The patient was in sinus rhythm. The diameter of the patient's annulus was 85.6mm. No pre-balloon aortic valvuloplasty (bav) was performed due to minimal annular calcification. Initial deployment of the valve at 80% was too high in depth. The valve was re-sheathed in the ascending aorta for re-deployment. The valve was implanted with a final implant depth was 5mm from the non-coronary cusp (ncc). Post-implant a mild-moderate perivalvular leak (pvl) was noted. A post-bav was performed with a 25mm non-abbott balloon. Post-bav the patient went into heart block. The temporary pacemaker was left in, and the patient was monitored overnight. The following day a permanent pacemaker was implanted. The patient status was stable.